Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector pin broke off the desktop charger (dtc). No out of box failures were reported. An email was sent to repair for replacement. Additional information was received: it was reported that the patient received their desktop charger, but it wasn¿t working. The caller stated it wasn¿t working because they weren¿t seeing the lightning bolt in the ins icon. It was reviewed that the ins was off, and they needed to turn it back on. The caller stated they had been shaking for the last 2 days. After syncing with the programmer, it was shown that the ins was off, and they were able to turn the ins back on and it was working then. Troubleshooting resolved the issue.